Manufacturer narrative:
(B)(4).

Event description:
The patient reported not responding and that something was "disabled" when the pump was filled up. The nature of the reported issue, the location of the patient when this occurred, and the event context were not reported. No troubleshooting, diagnostics, actions, or interventions were reported. The patient outcome was not reported. Potential causes for the issue were not reported. It was not known what drug(s) the pump was being used to deliver. Follow-up is being conducted and a supplemental report will be submitted if additional information becomes available. Relevant history: spinal pain